Event description:
Anchor was used on the tibia during mcl reconstruction. It broke below the eyelet during insertion, and the tip remains in the patient. The bone was hard that dsp (double spike plate; ligament fixation system) could not be used. The site was prepared with a k wire to make a 1.4mm hole.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4)